Manufacturer narrative:
(B)(4) applies to the ins and lead, it is unknown why/if there are plans to remove the existing system.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulator had not been functioning properly for almost 2 years and that the patient falls frequently. The patient's healthcare provider (hcp) feels that the electrodes have probably shifted and so the device is no longer working for the patient. The ins was confirmed to be turned off and has not been working for symptom control. However, event when the stimulator was turned on the consumer felt that the lead had been knocked out of location due to the patient's falls. The patient's hcp did an x-ray and felt that the lead had been dislodged. The ins was still implanted in the patient and there were no plans to replace the device due to the patient's frequent falls caused by parkinson's disease. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrections.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as troubleshooting, an x-ray of the lumbar/sacral area showed the tip of the nerves stimulator projected over the lower right sacrum. No actions or interventions were performed as the patient was not a surgical candidate. The patient¿s lack of symptom control and lead migration issues were not resolved at the time of report. The hcp also confirmed the patient had falls over time noted as ¿years¿. They were uncertain when the lead may have migrated.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient hadn't used it for quite some time, but thought they would try using it again today. The patient tried new batteries and it didn't work. The patient didn't feel stimulation and wanted to increase it. Stimulation was on at 4.9v and the patient was able to increase to 5.0v and then kept getting the poor communication screen. The patient seemed distracted and confused and would call back because they had company. The patient was able to communicate intermittently and sometimes it would sync and sometimes it went to the poor communication screen. The next day the replacement programmer was supposed to be delivered and they came when the patient was down in their cellar. The delivery company did not leave a note. It was further reported that the patient received a programmer and it was not working. The patient was able to sync and was set at 6.8v with the therapy on icon. The patient's family member used the old programmer and found that it synced with the implant and provided the settings, programs, and therapy on icon. The programmer seemed to be functioning as it should. The patient wasn't feeling stimulation and wasn't getting relief from therapy for a couple of months. The patient fell periodically a lot. The patient's family member would set up an appointment with the patient's health care provider (hcp). Upon device return, analysis determined the programmer complaint was unverified. It was further reported that the patient's device was not working for the last couple of months because the patient fell and knocked the lead out of place in (B)(6). The therapy worked well for the patient for a year and a half. The patient had parkinson's disease and fell a lot. The patient's friend or family member was not sure if it was worth reimplanting since the patient fell a lot. No outcome or interventions were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.